Manufacturer narrative:
The device was returned with the needle mechanism not deployed. The downloaded data returned timeouts and a drive stall. This drive stall occurred at the beginning of the pod's run, resulting in an early completion of the first priming sequence and the needle not deploying during the second priming sequence. No defects or deficiencies were found with the drive mechanism components that would contribute to the timeouts and drive stall occurring. The cause of the drivestall could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that a patient¿s blood glucose reached 90 mg/dl while wearing the pod for less than an hour. The needle mechanism did not fully deploy as intended during activation.